Manufacturer narrative:
On (B)(6) 2016, a medtronic representative went to the site to test the equipment. The reported issue could not be replicated during testing. Checked all connections and battery voltages, all were good; was able to expose 2d and 3d fluoro; performed fluoro / rad gain calibrations. An imaging system check-out was performed. The mechanical test, imaging test and safety inspection all passed; system performed as intended.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not take 2d or 3d images for a non-navigated confirmation spin. There were no errors but nothing would happen after positioning the gantry and attempting to take images. The site¿s other imaging system was brought in for the image. There was a reported 30-minute delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Analysis of the system logs was performed: per the event description, the o-arm wouldn't take 2d or 3d images for a non-navigated confirmation spin. There were no errors but rather nothing would happen after positioning the gantry and attempting to take images. The aware date for the incident was (B)(6) 2016. To investigate the matter, the logs for this date were provided. The exact time of the incident was not given. According to the case description, the user attempted to perform a scan and the o-arm failed. According to the logs, there were six 2d scans and three 3d scans. At 16:03:36, the user started a 2d scan as evident by the following log message: ¿user action: device: switch, ID: 1, action: press, mode: 2d.¿ at 16:03:40, the scan successfully completed as indicated by the following log message: ¿2d scan - 50 image frames drawn to screen (50 grabbed frames includes 0 "bad" and 0 "missing").¿ at 16:04:08, the user attempted a 3d scan. At 4:04:21, the 3d scan completed with 68 frames because the user released the switch prematurely. The user did not retry the 3d scan. Instead, the user switched to 2d mode and performed a successful scan, capturing 130 frames. According to the logs, all 2d scans were successful. The only, other 3d scan completed successfully with 391 projections. The logs also showed a radiography gain calibration and a fluoroscopy gain calibration. Both calibrations were successful. All attempts to fire the x-ray were successful. There was nothing in the logs to suggest an issue like the one described. Software is functioning as designed. Unable to confirm complaint.